Event description:
Additional information was received: implant was labeled as a large shell implant and did not fit the large humeral stem. Implant was mislabeled and possibly a size medium shell.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the event happened in surgery. The implant was mislabeled. Box said lg and implant said lg but didn't fit. Another lg was opened and it did fit. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device confirmed that the rim diameter of the reverse humeral shell l 40+0 it is smaller. A dimensional inspection has been conducted, and the device does not meet specifications a functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reverse humeral shell l 40+0 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg 103801750 rev. B current and manufactured. Dimensional inspection specified dimensions: diameter b = 33.237 mm. Diameter c = 30.675 mm +/- 0.050 mm. Height d = 4.750 mm +/- 0.125 mm. Measured dimension: diameter b = 29.26 mm (not complies). Diameter c = 26.66 mm (not complies). Height d = 4.75 mm (complies). Device used: digimatic caliper (B)(6). Device history lot: an nr was raised to address the reported complaint condition. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the event happened in surgery. The implant was mislabeled. Box said lg and implant said lg but didn't fit. Another lg was opened and it did fit. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment 30_jul_2025_10_58_48_28629. The photo investigation revealed that the rim diameter of the reverse humeral shell l 40+0 appears to be smaller. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the reverse humeral shell l 40+0 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nr was raised to address the reported complaint condition. H11 additional narrative: added: b5.

Event description:
Additional information received: we had a potentially very serious incident occur in surgery where the implant itself had the wrong sz stamped on it. The box was labeled the same size as the implant, however the implant was not physically the same size.

Manufacturer narrative:
Product complaint # (B)(4). "This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the event happened in surgery. The implant was mislabeled. Box said lg and implant said lg but didn't fit. Another lg was opened and it did fit. Doe: (B)(6) 2025. Affected side: left shoulder.